Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. Gore® molding & occlusion balloon catheter was also used. During the procedure, an angiography showed a suspected type ia endoleak or localized dissection around the aortic neck following successful deployment of the trunk-ipsilateral leg and ballooning. An additional aortic extender was deployed, but that finding remained though it became minor. Considering a possibility of dissection, no additional ballooning was performed. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s aortic neck condition was poor and it was considered that localized aortic dissection occurred during the initial ballooning. Given the device positioning and the fact that the contrast effect did not reach the aneurysm sac, it was probably not a type ia endoleak.